Manufacturer narrative:
H3: product analysis: evaluation could not be performed because it's not possible to lock a drill into the 1847attav. Therefore, an incoming test run is not possible. It was also noted the locking balls stuck in the collet shaft; therefore, it was not possible to lock the drill. The bearings and o-rings are worn. Further worn parts are mentioned in the parts list. The parts are contaminated. The tube laser markings are faded. B3: date of notification: 2024-01-19 (date of event or estimated date of incident not provided to manufacturer). This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Repair request initiated for device with the report of overheating. No patient impact reported. Repair request escalated to product event due to customer indication that this report is a complaint.